Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced loss of stimulation. Reprogramming was attempted twice before to no avail. The patient declined further reprogramming attempts. Surgical intervention is planned as the next course of action.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2016 to reposition the lead. Effective stimulation was restored post-operatively.